Manufacturer narrative:
(B)(4).the reported condition of a colleague infusion pump with a broken screen that was showing duplicate images was confirmed and duplicated during product evaluation. This condition was caused by a defective display. The main display was replaced to correct the reported condition.

Event description:
The facility reported a colleague infusion pump with a broken screen that is showing duplicate images. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.